Manufacturer narrative:
Philips q&r has investigated the reported failure of tele health unit reading 204/83 vs 146/82 by manual reading. This complaint was not confirmed. Device was returned to the 3rd party logistics supplier (B)(4) on october 30, 2016. The blood pressure (bp) cuff device passed all performance specifications for bp readings. Investigation showed that device failed leakage test but this failure would not contribute to the failure of a high blood pressure reading. Q&r will continue to monitor for trends.

Event description:
The 10/17/18 tele bp 8 am 233/98 tele rn assesses, no symptoms. Repeat at 11 am 204/83, she denied symptoms but dr was notified.. When tele rn called to assess again, pt told her that t k from dr's office told her to take an extra dose of clonidine on sunday evening. Pt also stated that nurse was there today for snv and did a manual bp which was 146/82 versus tele bp at same time 204/83. Tele rn sent an email to the rn who did the visit to confirm the discrepancy between the 2 bp units. Tele rn informed philips and ordered new bp unit.